Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem technical support educated the customer on the alarm and ensuring that the cartridge was not removed during pumping.